Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. Vascular access was obtained via the femoral artery. The 100% stenosed de novo target lesion was located in the severely calcified and severely tortuous right coronary artery. The 15mm x 2.00mm apex monorail balloon was selected for pre-dilation and ruptured at 12atms upon the first inflation. The procedure was completed with another 15mm x 2.00mm apex balloon. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).